Event description:
It was reported that the proximal end of the integrated wire broke during the first inflation (atm unk). There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is unconfirmed for an integrated core wire break. No anomalies were observed to the device at this time. Pressure was held for approx 60 seconds. During this time, no leaks or ruptures were found and no breaks were noted to the integrated core wire. The balloon was then deflated with no issues. This test was completed two more times without issue. The root cause could not be determined based upon the available info.